Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the language on the pump changed on its own. Customer adjusted the language back to the correct one. Customer's blood glucose level was not impacted.